Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported the issue of "error code 44005 occurred¿ was not confirmed because the failure could not be replicated. Additionally, data loss was found. The mainboard, the ¿cam¿ sensor and the bracket were replaced with new ones. The pump was calibrated, the software was updated, and the performance verification test was performed. All tests passed within specifications. Probable cause: no fault related to the complaint was found. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that error code 44005 occurred. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.